Event description:
It was reported that the patient experienced an inflamed device pocket. During the pre-surgery device interrogation a high, and according to trend data, unstable threshold for the left ventricular (lv) lead was noted. Opening of the device pocket gave hints for infection. The device was explanted and the leads remain implanted. The physician will wait until the pocket has healed and shows no signs of inflammation and then the leads will be verified once more and a new device will be implanted on the same side. In case the lv lead dysfunction is confirmed a new lv lead will be implanted if possible. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).